Manufacturer narrative:
Recall pending. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since a surgical procedure was programmed (pocket erosion), as advised in the fsn on platinium devices sent in (B)(6) 2018. Preliminary analysis of returned device did not reveal any abnormality.

Event description:
Reportedly, the device was prophylactically replaced since a surgical procedure was programmed (pocket erosion), as advised in the fsn on platinium devices sent in (B)(6) 2018. Preliminary analysis of returned device did not reveal any abnormality.

Manufacturer narrative:
Device profile corrected. The device involved in this MDR report is not included in any recall reported to FDA. Field corrected. Please refer to the attached analysis report.